Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a balloon catheter dilatation procedure performed on (B)(6) 2024. During the procedure, water leak was noticed during balloon dilation. The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: video of the complaint device outside the patient were provided by the customer and showed the water leaked thru a pinhole.

Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole. Block h11: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional and microscopic inspection found that the balloon had a pinhole approximately 83 mm from the device tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole approximately 83 mm from the device tip. The pinhole found is likely to have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure could have caused the problem found on the distal section of the balloon. Based on all gathered information, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a balloon catheter dilatation procedure performed on (B)(6) 2024. During the procedure, water leak was noticed during balloon dilation. It was reported that no pressure value indicator card was included. The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: video of the complaint device outside the patient were provided by the customer and showed the water leaked thru a pinhole.